Manufacturer narrative:
No serious injury or complications reported. It was noted that patient was very fibrotic and has had multiple interventions.

Event description:
The vascade device was selected for closure and inserted into the sheath. The disc was deployed, sheath was removed and temporary hemostasis was achieved. The key was inserted into the lock and the collagen was exposed and deployed. The doctor then deployed the disc and attempted to remove it from the patient. At this point the doctor could not remove the device from the access site. The physician cut the skin around the access site to remove the device. No further complications or injury noted and the collagen remained in the access site and achieved final hemostasis. It was noted that the patient was very fibrotic and has had multiple interventions.